Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced an event of leakage with an infusion set after being in use for 1 day. The loaction of leak was reported to be site. The patient also reported bruise after insertion. The site of insertion was reported to be thigh and abdomen. No further information available.